Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the observed noise. The values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. The analysis of the provided fluoroscopic images gained no further information. Damages like the deformed fixation helix and the deformed shock coil most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 82 months, oversensing on the ventricular channel was reported. The lead was explanted.